Event description:
Customer alleged discrepant blood glucose results of 260 mg/dl and 76 mg/dl when testing was performed back-to-back within 5 minutes on the advantage system. Customer reported having symptoms of low blood glucose. Customer reported self-treating with juice and toast and felt better after treatment. No death or serious injury noted. A request was made for the return of the suspect device and replacement product was sent.